Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient¿s cgm was reading high mg/dl, and the patient was using a tandem insulin pump. No bg meter comparison value was provided. Despite not having a comparison value, the patient felt symptoms of hypoglycemia, including sweating, vomiting, shakiness, and increased thirst. The patient¿s husband called emergency medical services (ems). Once ems arrived, the patient was told her bg meter reading was ¿very low¿ and she was treated with IV glucose. The patient was then transported to the emergency room. After an unspecified amount of time, the patient¿s bg meter reading rose to 389 mg/dl and the cgm was still reading high mg/dl. The patient then changed her sensor and insulin pump site. There was no report of how long the patient was in the ER prior to discharge. The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.